Manufacturer narrative:
The involved arthroscopic energy 90 degree probe is not being returned to conmed corporation for evaluation, as it was discarded at the user facility. Without the involved device, an evaluation could not be performed to determine the root cause and/or to verify the reported problem. This lot with the UDI #(B)(4) was manufactured on 29-oct-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to alleged damage to the ceramic ring on the probe. Of the lot containing (B)(4), there was no other similar complaint received for this item and lot number combination. A review of the complaint history for the device family shows there have been no serious injuries or death related to this reported problem. This is a new product and is currently under review by the new product quality engineer (npqe). No further action is planned at this time. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories; examine all accessories and connections to the generator before use; ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage; do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage; if any visual damage or defects are noticed during use, stop using the device immediately and replace the device; examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage; if any visual damage or defects are noticed during use, stop using the device immediately and replace the device; use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury; when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns; maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The end-user facility reported that during use of the aes-90s arthroscopic energy 90 degree probe with the aes-1 arthroscopic energy generator in a hip arthroscopic procedure, the surgeon noticed "the zirconium ceramic ring above the electrode fragmented on the front tip leaving a small shard floating in the tissue". The "shard" was retrieved by the surgeon. As reported, the probe was used on all three (3) ablation settings during the procedure and that the surgery was completed with the same probe. There was no patient injury and only two minutes delay reported.